Event description:
Event description boston scientific received information that this atrial lead was exhibiting impedances >3000ohms and no capture. A revision procedure was performed; upon removal body fluid contamination was noted in the lumen. The lead was surgically abandoned and replaced. No adverse patient effects were noted.